Manufacturer narrative:
B4: (B)(6) 2021. The field service engineer (fse) replaced the data acquisition board and the solenoid valve to address the reported issue. Further review of this complaint, it was determined that MFR report# 2031642-2021-04450 was reported in error. The issue was discovered during service when the device was in the biomedical shop.

Manufacturer narrative:
Date of report: 29jul2021. There was no patient involvement.

Event description:
The customer reported that the alarmed machine pressure sensor autozero failed. The customer reported that the unit was not in use on patient. The customer contacted product support and reported error 1108: machine pressure sensor autozero failed. The proximal pressure is not measured, and pressure-related alarms are compromised. Product support recommended: 1. Verify pin alignment between solenoids and the da pcba, 2. Replace the machine auto-zero solenoid (sol 2 and sol 4), or 3. Replace the da pcba. Onsite wo required. Further information is pending.